Event description:
It was reported that the charger was broken, and a replacement was shipped overnight. Symptoms included no clinical symptoms or adverse events. Outcomes included no impact to blood glucose control and no alerts or alarms. Investigation included customer interview and verification of the shipping replacement process. Investigation of this case revealed a suspected charger hardware malfunction, limited to the power/charging accessory, with no effect on therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was component failure of the charger accessory.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.